Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end.

Event description:
Intuitive surgical inc., (isi) received the 8mm monopolar curved scissors (mcs) instrument as a discrepant RMA. There were no issues reported against the instrument. The procedure was completed with no reported injury.